Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by fever and cloudy fluid. The cause was not reported. It was reported that the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, intraperitoneal, frequency was not reported) and imipenem injection (500 milligrams, intraperitoneal, frequency was not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.